Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 09/17/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hyperglycemic event. The patient stated the cgm was reading 363 mg/dl and based off the cgm reading, they treated themselves with insulin. It was indicated that the patient's actual bg value on the meter was 153 mg/dl, which led to hypoglycemia and the patient had to intake 20 g of sugar. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.